Event description:
Med-el USA was initially contacted during explantation of the device as there was difficulty in finding the implant package due to bone growth. There was a subjective decline in performance, but no test scores were made available.

Manufacturer narrative:
Conclusion: investigation revealed damage to the electrode pins likely caused by repeated external mechanical impacts on the device. In addition, there was extensive new bone growth around stimulator housing, which could have contributed to the observed damage. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Med-el USA was initially contacted during explantation of the device as there was difficulty in finding the implant package due to bone growth. As per further received information, in situ measurements taken prior to explantation showed some affected channels. There had also been a subjective decline in performance.